Event description:
It was reported the patient has experienced several recent falls. As a result, therapy has ceased on one side of her body and programs auto-reduces when amplitude's increased. Reportedly, multiple lead contacts reveal invalid impedances. Reprogramming temporarily resolved the issue. Follow-up identified the new programs are auto-reducing as well and the patient's without stimulation again. X-rays results reveals identical contacts are still invalid, in additional to low impedance on two other contacts. Reprogramming was attempted again, however, the patient is not receiving sufficient patient relief. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.